Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that she was experiencing high blood glucose levels of 522 mg/dl, heavy breathing, chest pain and arm pain. The customer was also very distraught, and stated that her husband would be taking her to the hospital. Nothing further was reported.